Manufacturer narrative:
Manufacturing site investigation: sample received: 20 unopened racepacks. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use fo the product: "when working with the suture material great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Threads break easily. Thread broke during surgery.